Event description:
It was reported that a revision surgery was scheduled for may 3rd, 2022 due to a most likely broken cam of the posterior stabilized legion hiflex insert that was implanted on 2016. This adverse event has not been resolve yet; therefore, the current health status of patient is unknown.

Manufacturer narrative:
Section h6 was updated. Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, approximately 6 years post tka implantation, a revision surgery will be scheduled due to a ¿most likely broken cam of the posterior stabilized insert¿. It was an hiflex insert. The requested medical documentation has not been received as of the date of this medical investigation. It is unclear if this adverse event has been resolved yet. The current health status of patient remains unknown. Without the requested clinical documentation, the root cause of the reported event could not be fully assessed. The patient impact beyond the reported insert post breakage and planned revision could not be determined. No further medical assessment could be rendered at this time at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).